Manufacturer narrative:
(B)(4). The device has been received and the evaluation is complete. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. The device was determined to meet electrical performance specification requirements per rite testing but failed functional testing. External visual inspection was performed and no issues were noted. Internal visual inspection was performed and revealed the accomp pcb had an overheated solid state relay (u2). Upon conclusion of the investigation, the cause was determined to be a overheated accomp pcb. The accomp pcb was replaced to resolve the reported problem. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned and is currently in the process of being evaluated. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice machine was smoking and smelling during set-up. The patient was not connected at the time of the event. The patient stated that the smoke was coming from the back of the machine. The patient was to complete therapy using continuous ambulatory peritoneal dialysis, and the technical service representative discussed its use with the patient. There was no patient injury or medical intervention associated with this event. No additional information is available.